Event description:
It was reported that the patient was seen by a physician due to concerns of the leads eroding through the lead incision and the skin. In addition, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to troubleshoot to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.